Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that usb port of the pump appeared to be damaged which was affecting charging the pump. The customer¿s blood glucose was 75 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.